Event description:
Nurse was performing initial checkout of bed alarm before patient use and they where unable to reset or go to hold mode. Some of the unit's delay time were not able to be set. Another unit was located and tested ok.